Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
After completion of hip fracture procedure it was noted that the tip of the dhs/dcs coupling screw had broken off. It is unk if the broken tip of the coupling screw remains in the implanted lag screw or if it was removed with the guide pin. Hospital found broken instrument in the tray after surgery.